Event description:
It was reported that a caregiver contacted support for a patient newly started on the ilet who experienced nocturnal low glucose readings despite normal glucose at bedtime, along with an insulin cartridge appearing empty after approximately one day of use. Symptoms included low glucose readings without reported concurrent symptoms, with advice given to confirm lows by fingerstick and to treat with oral glucose if needed. Outcomes included transient hypoglycemia managed at home, with troubleshooting and education provided regarding expected glucose variability during the initial learning period and verification of proper supply change with visible drops from the needle. Investigation included remote troubleshooting, review of use conditions, and user education on sensor verification and treatment of lows. Investigation of this case revealed no confirmed device malfunction and suggested physiologic variability and adaptive algorithm learning as contributory factors, with supply preparation confirmed as adequate and no confirmed delivery issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.